Event description:
It was reported that the patient experienced hyperglycemia while using the ilet, with a blood glucose value of 289 mg/dl initially and an insulin occlusion alert reported, after which troubleshooting was performed that included disconnecting the tubing from the body and running fill-tubing to check for recurring alerts; no alerts occurred during this procedure and blood glucose trended down to 273 mg/dl. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a medical device problem characterized as lack of effect and device component information insufficient. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.